Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on december 15th a novasure procedure was performed and the doctor tested the device outside, it opened fine. In attempting to open, the device was pushed to 4cm and the array was more than 2.5cm. The doctor repositioned the device 3 times and had no improvement, ultimately tried gentle forward motion since that worked before and opened it to 4.8cm but the doctor felt it had perforated. Failed test and on hysteroscopy a perforation was noted and the procedure terminated. No additional information available.